Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an inflammation at the implant site. Reportedly the recipient had a haematoma after a head trauma, which might contributed to the development of the inflammation. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of inflammation. Further one channel showed hi status due to undetermined reasons and two channels have been disabled due to being extra-cochlear since implantation surgery. The explanted device has not been received for investigation yet.

Event description:
The user was explanted.